Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that during impella rp flex support no flow calculations or placement signals were displayed. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The pump was returned for investigation. Data logs were not available for investigation. The returned pump exhibited no visual abnormalities. The sensor electrical wires were tested for resistance and were within specification. The pump was connected to a known good console, and all optical sensor parameters were within specifications. The optical sensor passed laser continuity testing. Finally, the pump was run in a bucket of water, and the readings were all stable and within expected ranges. Flows were being calculated normally. Since data logs were not available for investigation and returned product did not reproduce any abnormalities, the cause of the reported placement signal issue could not be determined. The pump passed all post-sterile inspection checks.